Event description:
It was reported that the patient had loss of therapeutic effect. The patient had an unrelated surgery, knee replaced surgery and ever since then had experienced return of symptoms, leaking. The patient didn't know if the device was turned off prior to surgery. The patient was in rehab facility. The stimulation was on program 2 at 3v. The patient reported o stimulation sensation. The patient increased it to 3.9v and reported did feel stimulation and in the correct area. The patient reported she had received assistance from her doctor or manufacturer's representative and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v886710, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).